Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt's baclofen dosage was reduced by 10%. The pt experienced an increase in spasms in her leg and it seemed to be "locking". Her feet and toes curled and she felt "pins and needles all over her body". The pt also experienced increased pain. Later, on (B)(6) 2011, it was reported that the pt experienced fatigue and a urinary tract infection; an overdose was questioned. The pt was hospitalized. The pt's pump dose was lowered to assess if this helped the fatigue. One week later, the physician increased the pump dose and the pt had no complaints. It was reported the fatigue symptom was likely not from baclofen overdose.